Manufacturer narrative:
(B)(4). Date of follow-up report : 10/23/2015. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The jaws opened and closed normally using the handle. The investigation found the device to function normally and within specifications.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws would no longer open after being applied to tissue during a gynecological procedure. Tissue around the jaws had to be resected in order to remove the device. The patient was listed as being in good condition.